Manufacturer narrative:
No devices or photos were received. Therefore the condition of the components is unknown. The reported event alleges a symptom rather than a defined device failure. These devices are used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No compatibility issues were noted. The complaint history search for the part and lot combination for tibial, articular surface, femoral and patella components found no other complaints. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00597206526, nexgen all-poly patella, lot #61947275 - manufactured by zimmer (B)(4). The following products were manufactured by zimmer inc. (B)(4): catalog #00591704010, nexgen lps-flex prolong articular surface, lot #61853882. Catalog #00591603000, nexgen fluted stem tibial component, lot #61922822 . This report will be amended when our investigation is complete.

Event description:
It was reported that the patient underwent post operative manipulation due to swelling, stiffness and movement.